Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Info was received that reported, a pt was hospitalized in 2009 due an incident of diabetic ketoacidosis. Per the reporter, the pt measured her blood glucose as >500 mg/dl. She was admitted to the hospital with a diagnosis of diabetic ketoacidosis. Upon admit, her blood glucose was >600 mg/dl. She was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.